Event description:
During cataract surgery, on irrigation visco-elastic black particles came out of the ia handpiece. Eye was irrigated and "intraoperative were placed". The pt was discharged on 2/3 with antibiotic eye drops. Device will be evaluated by another agency.